Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the thrombus found during the procedure. Thrombus is a serious injury. It was reported that after successful deployment of the mitraclip and after reduction in mitral regurgitation, a thrombus was found in the left atrial appendage. Additional anticoagulation was given. The thrombus resolved several days later. There was no adverse patient sequela and the patient was noted to have a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported thrombosis cannot be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following additional information was received: the mitraclip procedure occurred on (B)(6) 2016. The thrombus remained in the left atrium until it dissolved. One mitraclip was implanted reducing mitral regurgitation (mr) from grade 3 to grade 1. No additional information was provided.